Event description:
It was reported that the device had a leakage problem. Issue was discovered upon opening, no patient injury.

Manufacturer narrative:
H10: device evaluation: one sample was returned for investigation. The returned sample was received in used condition without original packaging. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported. A lack of solvent at the reflux connector was observed. This issue can cause leakage; a leak functional test was performed, and the reported leak failure mode was confirmed. No other analysis was performed. Based on the analysis conducted in the sample provided, the root cause was traced to manufacturing due to the lack of solvent. For corrective action an awareness notification was performed to personnel to explain the importance of adherence to manufacturing procedure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).